Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and low impedance had been observed for the past year on the atrial lead. The noise was reproducible in clinic. The lead was disabled on an unknown date. No patient symptoms were reported. The lead was explanted during a routine system downgrade procedure. Insulation damage was observed at that time.